Event description:
It was reported that the patient was experiencing an uncontrollable bowel and urinary issues, random shocks, and upset stomach. It was also reported that the implantable pulse generator (ipg) had migrated. It was unknown if issues were related to the device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the middle of (B)(6) 2026.